Event description:
Subsequent to the initially filed report it was reported no resistance was felt during advancement. The lesion was pre-dilated with the non-abbott 3 mm balloon and lasered prior to advancement of the armada 18 device. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported balloon rupture was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported balloon rupture could not be determined. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices or lesion calcification. In this case, a conclusive cause for the reported complaint could not be determined since the balloon rupture could not be confirmed during return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: correction medical device problem code 2920 was removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the heavily calcified, 80% stenosed left superficial femoral artery (sfa). Laser atherectomy was performed and the 5x150 mm armada 18 percutaneous transluminal angioplasty (pta) catheter was advanced and resistance was noted. A smaller 3 mm balloon was used and then the armada 18 pta catheter was re-advanced. The balloon ruptured before reaching nominal pressure around 4-6 atmospheres. A non-abbott balloon was used to continue the procedure and then an armada 35 pta catheter. There were no adverse patient effects and there was no clinically significant delay in the procedure.